Event description:
Customer called to report that he did not think his pod was delivering insulin. The customer's blood glucose levels ranged between 256-278 mg/dl before the pod alarmed. Customer removed pod and started a new one successfully. No further issues were identified.

Manufacturer narrative:
The returned product evacuation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.